Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag had foreign matter in an unspecified location. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between march 25, 2024 and march 26, 2024. H11: the actual device was received for evaluation. Visual inspection of the returned sample showed a dark particle spot embedded outside of the white connector. The reported condition was verified. The cause of the condition could not be determined; however, was possibly due to variations in the manufacturing, packaging process, as the particulate matter observed was embedded on the outside of the white connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.